Event description:
It was reported that the patient had a power cable disconnect alarm when the patient was on battery power. All troubleshooting techniques were taken with no changes in the outcome. However, this alarm did not occur when the patient was on the power module. The controller was switched out with no current alarms or problems since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of power cable disconnect alarms was unable to be confirmed. A review of the log files contained data spanning approximately 13 days ((B)(6) 2022 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). All of the power cable disconnected alarms captured in the log file were routine power source exchanges. There were no notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis in unremarkable condition. The controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Additionally, the system controller was connected to test battery clips and batteries and was able to operate without issue. Atypical power cable disconnect alarms were not reproduced throughout testing. A root cause for the reported event was unable to be conclusively determined throughout this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU), rev. C. Section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.